Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for evaluation. Signs of use in the form of biological material were present in the extension line. Visual inspection of the catheter revealed there was a pinhole in the distal extension line. The total length of the catheter measured 209 mm which is within specifications of 201.5-210.5 per catheter graphic drawing. The outer diameter of the distal extension line measured 2.143 mm which is within specifications of 2.130-2.210 mm per distal extrusion graphic. The inner diameter of the distal extension line measured 1.4478 mm which is within specifications of 1.42-1.50 mm per distal extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "prepare the catheter for insertion by flushing the lumen. Leave the catheter uncapped for guide wire passage." When the distal line was flushed, water leaked from the small hole in the extension line. A manual tug test confirmed that the distal extension lines was secure within its luer hub. The catheter was sent to hradec for further investigation. They inspected the damage and stated that it was not manufacturing related because all catheters are 100% leak and flow tested at the end of the manufacturing process and this damage would have been caught during this process. They stated the likely root cause was contact with sharps. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a pinhole in its body. A device history record review was performed and no relevant findings were identified. Based on the customer report, the sample received, and feedback from manufacturing, this damage was likely caused by unintentional user error - contact with sharps. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.